Manufacturer narrative:
E1:patient city: (B)(6), patient country:the united states. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized (B)(6) 2025 due to hyperglycemia. The blood glucose level was high at the time of event and the patient got treated with intravenous drip. Length of hospitalization was for greater than 24 hours. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-11545), was submitted on 15-jul-2025. However, based on the reassessment done on 06-feb-2026, it was determined that the serious injury was not related to the infusion set, and there is no allegation against unomedical products (infusion set).the event was due to use of prescriptive medication for cholesterol. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.